Manufacturer narrative:
(B)(4). Concomitant medical products: item# 163668, 32mm mod head cocr -3mm neck, lot# 3337229, item# 010000849, g7 neutral e1 liner 32mm e, lot# 3414639, item# 192011, echo por fmrl nc 11x135mm, lot# 802150. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05908; 0001825034 - 2018 - 05905.

Event description:
It was reported that patient underwent a revision procedure less than one year post-implantation due to infection. Attempts to obtain additional information requested; however, none was available.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.